Event description:
The pt arrived in the out patient extracorporeal photopheresis (ecp) area for a regularly scheduled ecp treatment number 30. Two peripheral 18 gauge IV's were started and ecp was begun on the cellex instrument (B)(6) using kit lot #z307/65. We began to have multiple air detected alarms and noted multiple air bubbles in the collect line. We checked the tubing connection to the IV hub to make sure it was tight. We were unable to remove air from the line or kit or clear alarms. Because of this and the fact that air was being pulled into the kit that is unsterile, the treatment was aborted. Blood loss was estimated to be approximately 250ml after conferring with therakos tech support. T-locked pivs. Notified dr (bmt), dr (pulmonary, biomed and ecp leadership team.) Assessed patient: vs and pulse oximeter stable. Pt states "I feel fine", stat complete blood count sent. Hematocrit level dropped from 34.8 to 33.6 and this is within ecp parameters. There was no apparent injury to the pt other than noted blood loss.